Event description:
Reporter states thay were at the therapist getting fitted for a new chair when the reporter's therapist noticed that the reporter had a crack in the reporter's seat frame. End user states that when the reporter was coming down the reporter's ramp the reporter's seat frame broke and the reporter fell out of the their chair. The reporter went to the hospital and had x-rays taken to make sure nothing was broken. The reporter did state that the reporter's back hurt as a result of the fall.